Event description:
Nursing was assisting physician with left ij triple lumen catheter placement. When the physician opened the suture packaging to secure the newly placed line, the packet was empty. The suture was unable to be located in the rest of the kit. No known harm to patient. Extra equipment needed to be obtained to complete the procedure. Minor delay. Manufacturer response for cardiac catheterization kit, medline industries, inc. (Per site reporter).